Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an error message occurred after beginning vacuum two stating, "registration complete, error read "fundamental energies differ too much, please eliminate error and confirm". The error wouldn't allow the laser to restart the treatment. The laser had to be shut down completely, restarted and recalibrated. After calibration, the doctor was able to restart and complete the patient's treatment.

Manufacturer narrative:
During technical onsite visit, the field service engineer (fse) verified the reported system error. The fse replaced euf boards and completed service installation record. The system is working to specifications. Without sample, the root cause could not be determined conclusively. The possible root cause could be a faulty euf board. (B)(4).